Manufacturer narrative:
Final analysis found that the outer and inner insulations were breached and the outer was fractured at 20.1 cm from the connector pin due to clavicle crush. This damage contributed to the reported anomalies.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unrelated lead revision procedure, the left ventricular lead exhibited a loss of capture, impedance drop and noise. The lead was successfully explanted and replaced. The new lead was connected to the pulse generator and the device exhibited a telemetry anomaly. The physician then had difficulty interrogating the device with the programmers, so he elected to explant and replace the device. The patient was in stable condition post surgery.